Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (opening the shell where the implant is stored material is left on the shell- on the external and internal. The device status is unknown).

Event description:
Healthcare professional reported via company representative ¿opening the shell where the implant is stored material is left on the shell- on the external and internal". The device status is unknown. This relates to an unknown side.